Event description:
It was reported that pwd had been experiencing very high blood sugars, close to 400 mg/dl. He had explained that the infusion set cannula had not been long enough for him. The event did affect patient care but there was reported no injury to the patient. The event occurred while in use with a patient.

Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.